Event description:
It was reported that during testing at the manufacturer facility, the core universal driver would switch to running in forward while in oscillating mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed the device would switch modes to forward while in oscillate by the diagnostic engineer through functional evaluation. Upon disassembly the engineer found all of the tps flex circuits were damaged.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during testing at the manufacturer facility, the core universal driver would switch to running in forward while in oscillating mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.